Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please confirm, do the patient identifiers shared refer to the nurse?=>yes. What was done to treat the shard penetration?=>only removal the shard from the nurse and disinfection. Please clarify what was the treatment done?=>disinfection. Was medical or surgical intervention required?=>no. What is the status of the nurse's injury today?=>the nurse had a very small amount of bleeding, and the wound was shallow, and when the sales rep checked the finger, it had stopped bleeding without applying a band aid. As a treatment, the glass was removed without remaining in the body and only disinfection was performed. There was no aggravation of the condition. Was it difficult to break the ampoule (was extra force needed to break the ampoule)?=>not reported with the difficulty. Was the ampoule crushed repeatedly?=>unknown. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.=>the sales representive have shipped the device to us. We will ship you as soon as we receive it and finish investigation. <additional information> there was very little bleeding, but the wound was shallow. When I visited him on feb 2, the bleeding was stopped without band- aids or the like and the nurse was no problem." A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9 h3 evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned. Additional information has been requested and received. What was done to treat the shard penetration? Please clarify what was the treatment done? Was medical or surgical intervention required? What is the status of the nurse's injury today? The nurse had a very small amount of bleeding, and the wound was shallow, and when the sales rep checked the finger, it had stopped bleeding without applying a band aid. As a treatment, the glass was removed without remaining in the body and only disinfection was performed. There was no aggravation of the condition. [Seriousness] non-serious (moderate/minimal). [Reason of the seriousness] because the surgeon checked with the nurse. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please confirm, do the patient identifiers shared refer to the nurse? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on an unknown date and topical skin adhesive was used. During surgery, after using the product, the surgeon handed the product to a scrub nurse without knowing the glass protruded and the glass ampule pierced the nurse¿s finger. Treatment was done after the glass pierced the nurse¿s finger. No examination was performed because the patient did not have any infection. Further details are not provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Type of investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.